Event description:
A customer reported that a biometry system was getting erratic readings during an exam. The exam was completed after exchanging the system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).